Event description:
An ophthalmic surgeon reported that during a surgery, the reflux did not work after sucking of the retina. A system message was displayed informing that the reflux was not available. The retina was teared off without using the reflux and the surgery was completed without any pt harm. Add'l info has been requested but not received to date.

Manufacturer narrative:
A company field support engineer visited the event facility one day after the event to check the instrtument and no svc was needed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).